Event description:
According to the reporter: by preparation for surgery, the force to grasp tissue was wear and the cutting was dull. The device was not used on the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).